Manufacturer narrative:
Additional information was received on 20-jul-2023. It was reported that the adverse event was discovered post use of biosense webster products. The physician¿s opinion on the cause of this adverse event was that it was procedure related. The outcome of the adverse event was improved. The patient¿s age and gender were provided. Therefore, section a. Patient information was updated. A smartablate generator was used. Therefore, the concomitant product section was updated. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
Additional information was received on 16-aug-2023. It was reported that the patient was stable and was discharged from the hospital as planned. As such, the h 6. Health effect - impact code has been updated. The code of hospitalization or prolonged hospitalization (f08) was replaced with recognised device or procedural complication (f15). A visitag module was used, and the parameters for stability were 2mm, 3sec, 3g25%, 4mm. A transseptal puncture was performed with a radiofrequency (rf) needle. As such, the concomitant product section was updated. The physician¿s name was provided. Therefore, the e. Initial reporter section was updated. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
E1: initial reporter phone: (B)(6). Additional information received indicates that the device is not available for return, therefore no product investigation can be performed, and the customer complaint cannot be confirmed. A manufacturing record evaluation was performed for the finished device 30985799l number, and no internal action related to the complaint was found during the review. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).

Event description:
It was a reported that a patient underwent an idiopathic left ventricular tachycardia (ilvt) ablation procedure with a thermocool® smart touch® sf bi-directional navigation catheter. The patient experienced cardiac tamponade requiring pericardial drainage and prolonged hospitalization. After the procedure, effusion was confirmed by echo monitoring. It was confirmed that the blood pressure decreased slightly, so pericardial drainage was performed, and blood pressure was stable. Atrial septal puncture was performed with a radiofrequency (rf) needle. After ilvt ablation, pericardial effusion or tamponade was confirmed. Steam pop was not confirmed. Irrigation catheter¿s flow rate setting was normal setting. The physician¿s assessment of the health hazard was non-serious (moderate/minor. The method of contact force (cf) monitoring were real time graph, dashboard; vector, and visitag. Coloring settings for visitag was tag index. Visitag additional filter used was fot. There were no abnormalities observed prior or during the use of the product. Causal relationship with product is unknown. The physician's opinion on the relationship between the event and the product was that during the procedure, when approaching the left ventricle, the physician was careful about the catheter operation, and before and after ventricular tachycardia (vt) treatment, blood pressure was stable. Effusion was confirmed by echo monitoring of after the procedure, and it was confirmed that blood pressure decreased. Drainage was performed and it was found to be venous blood. The tamponade may have been caused by the catheter placed in the right ventricle (rv) that was caught during the last catheter removal. After drainage, blood pressure was stable and response was clear, so the patient left for ICU with a plan to make a decision after observation.